Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this 73 y/o male patient's left shoulder was revised approximately 9 months post op. Patient had seemed to have an infection which had traveled into the joint. Patient was last known to be in stable condition following the event. Unable to obtain images or x-rays. Product not returning: hospital policy.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): (B)(6), 300-30-07 - equinoxe preserve stem 7mm, (B)(6), 320-08-42 - glenosphere exp 42mm +4mm offset, (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6), 320-15-03 - rs glenoid plate l post aug, 8 deg, left, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6), 320-42-00 - 145-deg pe 42mm hum liner +0, (B)(6), 320-42-03 - 145-deg pe 42mm hum liner +2.5, (B)(6), 531-55-88 - ergo gps 3.2mm drill kit sterile, (B)(6), 531-78-20 - shouldr gps hex pins kit.